Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer resolved the issue independently and continued to use pump for insulin therapy.